Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was hospitalized. Customer's blood glucose was 750 mg/dl. Customer had clostridium difficile infections and wasn't thinking correctly. Customer is not sure if the infection or high blood glucose was the cause of the hospitalization. Customer had diabetic ketoacidosis. Customer treated with insulin and hydrated. Customer is not returning the device for analysis.